Event description:
It was reported that the patient is had an increase in seizures. The physician saw the patient and said that the vns was fine. No additional or relevant information has been received to date.